Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced a cerebrospinal fluid gusher during implantation surgery on (B)(6) 2015. The patient underwent a revision surgery on (B)(6) 2015, to stop the leakage. The implant remains in situ.